Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer stated the device has alarmed twice previously when their blood glucose levels were at 580 mg/dl and 320 mg/dl. Customer also stated they have changed the reservoir and infusion set several times but it has not resolved the issue. Customer declined troubleshooting. Blood glucose level was 398 mg/dl at time of reporting. Nothing further reported.